Manufacturer narrative:
Following sections were updated or corrected : a3, b4, b5, g1, g3, d2, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record determined technician verified bent comb and that side plates had wear. Side plate, carrier guide, bottom roller, gear, comb, bolts, washers, bearings, pin and screws were replaced and the unit was returned to service and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the roller is not catching the carrier. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.